Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called twice and he was hospitalized the second time due to low blood glucose. The blood glucose reading at the time of hospitalization was below 30 mg/dl. Customer stated that he was sick and unable to control his body. Customer stated that he called the paramedics and they treated him at home and left, but he still not feeling well. He become dizzy, and called the paramedics again. Nothing further was reported.